Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after consuming a small slushie, with blood glucose rising above 400 mg/dl and remaining elevated for about one hour before trending down; the user was using a steel infusion set and received guidance to suspend insulin and remove the infusion site for an upcoming MRI, then place a new site afterward. Symptoms included thirst. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included product-use troubleshooting and education. Investigation of this case revealed an undetermined cause for the hyperglycemia. It was concluded that the event was user-reported hyperglycemia with cause unclear and that the device performance issue could not be confirmed.